Event description:
According to the available information the patient is having trouble with retention. No other adverse patient events were reported.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.